Manufacturer narrative:
(B)(4). The information provided in case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The case severity was changed to serious injury from malfunction.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to insulin flow block alarm. The customer¿s blood glucose level was up to 400 mg/dl. The customer also reported that tape not sticking to leg. The customer also mentioned other blood glucose values such as 170 mg/dl. The insulin pump will not be returned for analysis.